Event description:
Caller reported that the accu-chek system gave a blood glucose result of 395 mg/dl at a time when the customer was not responding, was symptomatic of hypoglycemia. Son called ambulance, which he said got to the house within a couple minutes, had 3 results of lo on the ambulance meter. They immediately rushed her to the hospital. Customer was at the hospital at the time of the call. Caller was unsure of any further results or treatment. A request was made for the return of the meter and strips, replacement sent.